Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that their therapy had stopped due to a power on reset (por). The manufacturer stated that the patient¿s friend/family member had an x-ray a couple of weeks ago and the patient was present. It was noted that the patient noticed the por about 3-4 prior to the date of this report as they were unable to charge. The manufacturer representative mentioned that normally the patient would charge every day. The manufacturer representative had access to a clinician programmer 8840 and was able to successfully clear the por. It was reported that the specific por error code was (B)(4), indicating a parity error. Troubleshooting resolved the issue and the patient was receiving adequate therapy. Indications for use are degenerative disc disease/herniated disc pain and other pain.